Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements in both the bipolar and unipolar configurations. There was also noise identified on the rv lead, which was oversensed. As a result, the rv lead was surgically abandoned and replaced at the same time the pacemaker device was explanted and replaced for normal battery depletion. The cause of the high rv lead threshold measurements as well as the oversensed rv lead noise was not determined. There were no additional adverse patient effects.